Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and right ventricular lead were explanted as a preventative measure due to cellulitis in the patient's right leg. Cultures taken from the leg were positive. Vegetation was also noted in the valve. No further patient complications have been reported as a result of this event.